Event description:
New information received indicates that the full system revision surgery was scheduled and successfully completed. The generator had been disabled prior to the surgery and high lead impedance was still present. The surgeon noted that the lead had been looped higher than usual. The patient's pulse generator and lead were explanted and replaced. The explanted generator and lead will not be returned to the manufacturer per hospital policy.

Manufacturer narrative:
.

Event description:
It was reported that a patient was being scheduled for full revision surgery following observation of high lead impedance. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.